Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator went vent inop while in use on patient. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Per field service engineer (fse) during evaluation the fse found in the diagnostic report (drpt) the unit failed with da pcba adc reference failed error and da pcba adc failed error. The fse replaced the data acquisition to motor controller cable to address the reported problem. Patient information was requested, but no response received.